Event description:
The user facility reported a patient was implanted with an impella cp for support during a high-risk cardiac procedure. It was reported that the patient was having runs of ventricular tachycardia and would resolve with repositioning of the impella. The doctor had to reposition a couple times, and the decision was made to leave the impella shallow due to sensitivity in the left ventricle. Flows decreased to 2-2.5liters per minute, and the doctor was okay with positioning.

Manufacturer narrative:
The impella device is not available for return from the customer. Therefore, the investigation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported tachycardiahas been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the tachycardia could not be determined.